Manufacturer narrative:
The event date is unknown. The implant date is estimated to be (B)(6) 2014. The healthcare provider's first and last name are unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This report is in reference to a (B)(6) patient. It was reported the patient's drg ins device could no longer communicate with their external devices. In turn, their drg ins device was explanted and replaced with an scs ipg. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
Date of event (the event date was initially estimated to be (B)(6) 2019.) Event description (the patient's drg ins was explanted and replaced with a drg ipg.)